Event description:
It was reported when the pt got into the car yesterday the stimulation device turned on and she was unsure how to turn the device off. The device was supposed to be off. The pt could not open the pt programmer herself. The pt was planning on having someone assist her at a later time. Additional info has been requested.

Manufacturer narrative:
(B) (4).